Event description:
According to the report, the sologrip iii handpiece was observed to be smoking toward the end of the case.

Manufacturer narrative:
According to the report, the sologrip iii handpiece was observed to be smoking toward the end of the case. The handpiece was returned and evaluated. During evaluation, the fiber within the handpiece and the area within the handpiece adjacent to the fiber were found to be charred. Additionally, there was evidence of multiple stress marks throughout the length of the clear sheath covering the optical fiber. A review of the manufacturing records was performed and indicated the handpiece was manufactured according to all manufacturing specifications. The stress marks, or indentations, on the fiber sheath was most likely caused by mishandling the optical fiber. This may occur due to compression against medical equipment in the operating room, clamping, or bending which may occur at any point after the handpiece is removed from the package. The instructions for use (IFU) cautions against bending the laser fiber at sharp angles. In addition, the IFU indicates that if breaks or fractures appear in the optical fiber, use should be immediately discontinued and the handpiece should be replaced. The damaged fiber within the handpiece may occur when movement of the fiber within the handpiece is restricted while operating the IFU. This results in buckling of the fiber within in the handpiece. When the laser is pulsed extreme heat is produced resulting in charring and/or breakage of the fiber. As a corrective action, an attention label is now adhered to the device packaging. The label provides additional handling instruction designed to prevent a recurrence of this type of event. At the time the report was received, cardiogenesis did not believe the event met the reporting requirements of 21 cfr 803. The event did not involve injury to the patient, user, or any other individual. Furthermore, the event was considered to be of a nature such that a recurrence could not reasonably be expected to cause injury or death because the malfunction was confined to the handpiece housing which does not contact the patient. This report is being submitted to address the FDA 483 issued to cryolife on (B)(4) 2013.